Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white residue found inside the tubing of the transfer set. The transfer set was in use for about four months. There was no patient injury or medical intervention associated with this event. No additional information is available.